Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was out found to be dislodged. As of this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was out found to be dislodged. Additional information obtained from the field which indicated that lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.